Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced pain and electrocardiogram (ECG or EKG) shows possible ventricular tachycardia and suspected possible device malfunction. Boston scientific technical services (ts) referred patient to clinic for device check. The device remains in service. No adverse patient effects were reported.